Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump.additional text: speed too fast.specific component(s) involved: other component malfunction, specify.additional text:other component: test needed adjustment, possible suck down.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : speed adjustment with overnight observation.implant device type: lvad.